Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to diaphragmatic and phrenic nerve stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-52 lead. Implanted (B)(6) 2006. (B)(4).